Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that ¿about thirty minutes ago¿ the trial patient¿s wires came out of the patient¿s back and the screener was not working. Additional information was requested, but was not available as of the date of this report.